Event description:
During a procedure, the equipment shut down unexpectedly. No warning alerts from system prior to shut down. Attempts were made to reboot system which were unsuccessful. There was no harm to the patient. Manufacturer notified. Manufacturer response for interventional radiology fluoroscopic system, allura xper fd20 (per site reporter). Manufacturer deployed for maintenance.